Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that insulin pump received a no delivery alarm. Customer's blood glucose was 18 mg/dl and 25 mmol/l. Customer was able to resolve no delivery with a complete set change. It was also found that cannula was bent.